Manufacturer narrative:
Concomitant medical products: product ID: imk49b52, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, and right ventricular (rv) lead, perforation occurred and the patient experienced cardiac tamponade. The patient was hospitalized, and emergency surgery performed. The rv and ra leads were explanted. No further patient complications have been reported as a result of this event.